Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04880, 0001825034-2017-04880 and 0001825034-2017-04888.

Event description:
It was reported that the patient's left hip was revised approximately eight years post-implantation due to pain, tumors, elevated ion levels, infection and corrosion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. An op note for the revision demonstrated that the patient underwent a washout and extensive infection was found. There was also metal stained tissue that was necrotic and infectious. Patient was revised and spacer and bipolar modular head were implanted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the revision, a very large posterior cyst was tracked down along the femoral stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a 3-phase hip revision surgery approximately 8 years post implantation due to pain, infection, and metallosis. The surgeon performed a washout of the joint after testing positive for e. Coli. 4 days later, the surgeon removed the implants and inserted a temporary articulating spacer. Approximately 3 weeks later, the articulating spacer was removed and the left hip was revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.